Event description:
It was reported that the procedure was to treat a lesion located in the mildly tortuous, moderately calcified, distal right coronary artery. When wiring the lesion with the balance middleweight (bmw) universal guide wire, on prolapsing the guide wire, a knot appeared at the distal end of the guide wire. Another bmw universal guide wire was inserted for support and the knotted bmw universal was removed using considerable force. There were no adverse patient effects and the case continued successfully using the replacement bmw universal guide wire; however, the damaged guide wire was indeed knotted and the length of guide wire from the knot to the distal tip was severely frayed. There was no clinically significant delay in the procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4) - excessive force, prolapsed. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. It should be noted the warnings section of the hi torque guide wires instructions for use states: do not allow the guide wire tip to remain in a prolapsed condition. Do not push, auger, withdraw, or torque a guide wire that meets resistance. Based on the reviewed information, no product deficiency was identified.